Manufacturer narrative:
Product is not expected to be returned for evaluation due to the report of being disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
2.4 js was activated. Treatment of lesion began. During treatment jetstream bogged down and stopped working. Device got stuck on the wire. Device and wire were removed. Procedure was completed with balloon angioplasty. What troubleshooting steps, if any, resolved the issue? Used rex. Device was jammed on wire. What is the next course of action? Remove device and wire. Patient present at time of event? Yes. Patient complications: no patient complications.